Event description:
It was reported that the ventilator had an error code indicating backup alarm failed in the ventilator diagnostic report. There was no patient harm reported. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the central processing unit to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A cpu (central processing unit) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that it was determined that ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.